Event description:
It was reported that the user experienced a hypoglycemic event while napping, which was identified by a remote low glucose alert to a family member who then directed another caregiver to check on the user and assist with carbohydrate treatment. Symptoms included low blood glucose requiring external assistance and treatment with oral carbohydrates. Outcomes included recovery after treatment, with no hospitalization, no emergency care, and no device alerts or alarms reported by the user. Investigation included collection of event details from the user and caregivers and initiation of follow-up to obtain additional information and blood glucose data. Investigation of this case revealed that the cause of the hypoglycemia could not be determined based on available information and no device malfunction or alarm behavior was reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.